Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that there was a revision of gtn nail, revised due to non-union and hardware failure.

Manufacturer narrative:
Evaluation: the reported issue was confirmed via x-rays. The nail and both broken locking screws were classified as primary products during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR) for the nail. The nail was documented as faultless prior to distribution. The DHR for the screws was not reviewed because the lot codes were not provided. The implants were not available for investigation; the root cause could not be determined. The postoperative x-rays show that the nail is wrong inserted approx. 70° twisted to intended position: the proximal screws are inserted posterior towards anterior (shall be inserted lateral towards medial); the distal screws are inserted anterior towards posterior (shall be inserted lateral towards medial). The proximal locking screw, inserted in the threaded oblique hole, is not completely inserted into the nail hole and sticks out towards posterior. Also the chosen screw placements are not like recommended in the operative technique. Additionally both distal screws are broken, most likely due to wrong nail insertion in combination with heavy loads and obesity. The wrong nail and screw position is attributed to an abnormal use. Most likely the user was not trained on the system. The IFU and operative technique describes in detail the correct usage of gtn nails and screws. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported that there was a revision of gtn nail, revised due to non-union and hardware failure.